Manufacturer narrative:
The investigation concludes that a higher-than-expected result was obtained from a single patient sample using vitros ammonia (amon) slide lot: 1020-0268-5934 on a vitros 4600 chemistry system. The assignable cause of the event could not be determined with the information provided. The customer did not provide enough quality control data generated for vitros amon slide lot: 1020-0268-5934 to assess the performance of the slide lot, therefore, a performance issue with vitros amon slide lot: 1020-0268-5934 cannot be ruled out as contributing to the event. An instrument related performance issue did not likely contribute to the event as a vitros amon within-run precision test was within the acceptance criteria. No information was provided concerning the affected sample or how the sample was collected, processed and stored prior to testing. Therefore, it was not possible to establish if the customer is following the sample collection device manufacturer recommendation for sample centrifugation therefore improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected result was obtained from a single patient sample using vitros ammonia (amon) slide lot: 1020-0268-5934 on a vitros 4600 chemistry system. Patient sample vitros amon result of 182.7 umol/l vs. The expected result of 28.2 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros amon result was not reported outside the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).